Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to atrial fibrillation with rapid ventricular response. Programming changes were made to restore normal parameters. The patient status was unknown.